Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) Not available. Discarded. When did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. Were there patient consequences? If yes, please explain. Please provide lot number. 1. During passage through tissue. 2. No consequences. 3. Lot no is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture is fraying. There were no patient consequences reported. Additional information was requested.